Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and right atrial (ra) lead dislodged and had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.